Manufacturer narrative:
Correction to investigation/conclusion: the meter associated with the complaint was returned for investigation. Since no strip lot was reported by the customer, retained strips of lot 364995a were selected for investigation purposes to test meter performance. Therapeutic donor testing was performed and the results met accuracy criteria. The returned meter met functional and thermistor testing requirements. A statistical analysis of the impedance curves associated with the customer's inratio result of 1.8 on (B)(6) 2015 and donor (B)(6) inratio result of 2.3 on (B)(6) 2015 determined that the curves exhibited a weak-slope change. CAPA investigation ((B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. No patient conditions were provided by the customer to determine if these led to the weak slope change observed. There are no known medical conditions provided by donor (B)(6) that would interfere with the test. Although weak slopes were identified in the customer's returned meter, root cause is unable to be determined from the provided information. An impedance curve with weak-slope change has been identified in (B)(4) to contribute to a potential discrepant result. Further investigation performed under (B)(4) for this issue.

Manufacturer narrative:
Investigation/conclusion: the meter associated with the complaint was returned for investigation. Retained strips tested on the returned meter met accuracy criteria. The returned meter met functional and thermistor testing requirements during investigation. Although a relevant nc was noted in the batch record, it did not affect the final release specifications. Lot testing history review found that retained strips of lot 364995a tested in-house met accuracy criteria. The impedance curve associated with the customer's inratio inr result of 1.79 was analyzed statistically and found to exhibit weak-slope change. CAPA investigation ((B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. No patient conditions were provided by the customer to determine if these led to the weak slope change observed. An impedance curve with weak-slope change has been identified in (B)(4) to contribute to a potential discrepant result. Further investigation performed under (B)(4) for this issue.

Event description:
The customer emailed requesting batch replacements of meters. Reported "inaccurate results on inratio meter". No results or further details provided. There was no reported adverse patient sequela. There was no additional information provided.